Manufacturer narrative:
The returned device has been evaluated and confirmed the implant coil had broken from the delivery system. Based on the findings and reported details, the coil was likely broken during manipulation/retrieval of the device.

Event description:
Coiling treatment of an ica aneurysm. During coil delivery, it was reported the coil got stuck while inside the delivery catheter. Upon removal, the coil stretched and broke. No patient injury reported.